Event description:
Rptr alleged that advantage blood glucose test strips were labeled with an expiration date of 03/31/2010. The manufacturer's batch records show the actual expiration date to be 03/31/2007. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.